Event description:
It was reported by service report that during preventative maintenance it was found that the gas cylinder is leaking and the threads are stripped. No patient involvement or adverse consequences are reported.